Event description:
It was reported that implantable cardioverter defibrillator (ICD) was not reachable through remote monitoring. The patient was brought into clinic, and the implantable cardioverter defibrillator (ICD) was not able to be interrogated via radio frequency (rf) telemetry. The device was able to be reset and connection restored. There were no patient consequences.